Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2010, due to alleged pain and bone and tissue destruction. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to acetabular cup loosening. Surgeon noted bursa, black stained tissue, bony cysts and fluid present in the joint. The operative notes confirm that the acetabular cup and modular head were removed and replaced. Medical records also state this is a bilateral patient. Invoice history confirms the patient underwent a right total hip arthrolplasty on (B)(6) 2004. No revision of the right side is alleged. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2013-01345-1/01346-1 and 04336/04338).